Manufacturer narrative:
On (B)(6) 2017 - we have requested the device to be returned to the manufacturer. To date, we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 - the consumer claims the product started to smolder buring a whole in his recliner.

Manufacturer narrative:
06/26/2017 - we have requested the device to be returned to the manufacturer. To date, we have not received the device. 7/25/2017 - manufacturers narrative: heating pad was not working on receipt. Wire opened during overheating event. Upon visual inspection, the heating pas was not used by laying over the body part to be treated. It was used in between back and recliner chair. This would keep the heating pad flat and foam in position. Heating pad was bunched up and wires had moved and the interior foam moved so badly that the burn area did not have any foam insulator present. No electrical data could be obtained. Cause was heating pad was leaned against or scrunched in place and was not put on top of the body part to be treated. Keeping the heating pad on top of body part prevents any scrunching that causes the foam and wires in the heating pad to move. It would also keep the heating pad in a flat condition.

Event description:
On (B)(6) 2017 the consumer claims the product started to smolder buring a whole in his recliner.